Event description:
It was reported that while in ICU, md inserted sheath via right femoral artery. Md then inserted iab without complication. 24 hours after iab was inserted, pump alarmed "helium leak". Md printed strips & described the waveforms as "disturbed". Central lumen was clotted & radial transducer was needed to "get good ap signal". Md stated there was a sound, "ffssst", when red luer was unlocked. Iab was removed from pt & another iab was not inserted. There were no reported pt complications. On 07/16/07, received updated info, "the sssshhhh noise was heard unscrewing the central lumen to try to flush it (they were then using radial transducer at that time as backup). The fiberoptix sensor lumen was from the start not working properly, with completely disturbed waveform". A follow-up report will be filed if more information becomes available.